Manufacturer narrative:
Concomitant medical products: 507658 lead, implanted on (B)(6) 2015 and 507652 lead, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated capture thresholds. The lv lead was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.